Event description:
Rptr stated that there were several incidents of the posiflow valve sticking in the open position. Rptr stated that one of these incidents occurred in 2004. Per rptr, on each occasion blood continued to flow through the valve after the syringe was detached upon completion of blood draw. Rptr stated that affected units were replaced with new sets. When asked, rptr stated that valves are routinely flushed with 0.2 to 0.5 ml of heparinized saline after blood draws. Rptr stated that there was no injury or medical intervention required as a result of either one of these incidents.